Event description:
It was reported that in the past, the patient mistakenly exchanged the system controller by themself.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a low flow alarm leading to system controller exchange was not confirmed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, the system controller was exchanged due to low flow alarms. Log files were not provided, and the patient did not have any adverse effects due to the controller exchange. Based on the provided instruction for use (IFU), the flow is calculated using the pump power. In order to resolve the low flow alarms, the clinicians should check for a driveline and power source connections to the system controller while also clinically evaluating the patient. A root cause of the reported event was not conclusively determined or correlated with the system controller through this analysis. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low flow. The heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in the past, the patient mistakenly exchanged the system controller by themselves to resolve a low flow alarm. Log files could not be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that in the past, the patient mistakenly exchanged the system controller by himself to resolve the low flow alarm. Log files could not be provided. No equipment would return.